Event description:
The following information was reported: the balloon lost pressure post a diagnostic heart catheterization. The device was removed, and another device was used to achieve hemostasis. There were no further issues regarding this patient.

Manufacturer narrative:
Visual inspection showed that the returned device had a radial tear in the balloon, approximately 3.5 mm from the balloon proximal tip. The balloon was ripped up in half upon receiving. Based on the information provided and the investigation performed, the root cause of the reported event could not be determined.

Manufacturer narrative:
Visual inspection showed that the returned device had a radial tear in the balloon, approximately 4.5 mm from balloon proximal tip. The balloon was ripped up in half upon receiving. Based on the information provided and the investigation performed, the root cause could not be determined. The review of the lhr (f1502601) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.